Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a flow issue with a one-link non-dehp standard bore catheter extension set. This occurred during an unknown process step. It was stated that there was slow flow once the extension set was connected to the primary set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.